Event description:
It was reported that during ptca/stent procedure, a stent was successfully deployed in a left anterior descending. It was reported that the patient had an acute mi a few hours prior to going to the cath lab (the safety and efficacy of the stent has not been established in a recent acute mi). The patient received anticoagulation therapy during the procedure. Three days later, the patient experienced chest pain with st-segment elevation and was taken back to the cath lab. A balloon catheter was used to reestablish flow to the occluded left anterior descending. The patient received anticoagulation therapy during the procedure. No other information was provided.